Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D6: implant date unknown / not provided. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One (1) impl tapered sp 4.8mm 12m m octagon (spwb12) was returned for investigation. Visual evaluation of the as returned product identified the implant collar fractured. Screw fragment was also identified in the implant drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth 36 (fdi) and was used for approximately 6 years. Device hitory record (DHR) review was completed for the subject lot number (63241210). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63241210) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture implant & screw fracture). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number k011245 and k002188.

Event description:
It was reported the implant fractured and was removed using a trephin and new implant was placed. Crown was restored and the implant fractured during normal function. The implant buccal retention wall fractured.